Event description:
A facility reported that the mayfield ultra 360 patient positioning system (a2009) does not hold position. The issue was detected during the intervention, but the procedure concluded regularly, and the surgery was performed with the same device, since they noticed the defect almost at the end of the surgery. There was no increased surgery time and no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield ultra 360 patient positioning system (a2009) was returned for evaluation: failure analysis - the customer's statement was confirmed as valid after evaluating the device. The unit does not offer a stable hold and is loose. The handle assemblies shock cushions have migrated out of their position in the casting and block the gold handles from closing properly, and the cam rod and the adjustment nut of the lower handle must be replaced. The threads no longer work properly; the spring inside both handles and the cam support pins will be replaced; the small parts of the side plate assembly (balls, springs) must be replaced; the screws have limescale on them and need to be acidified; and the nylon washer and retaining ring of the standard adapter are missing; the torque screw shows damaged thread. The adapter shows deep scratches on the bearing surface on its bottom, and must be replaced to prevent damaging and disrupting the function of the handle. To resolve the issues, the cam rod and adjustment nut of the lower handle were replaced, the side plate assembly was overhauled, the standard adapter was replaced and marked, the base handle assembly¿s shock cushion and its cam link support pin were replaced and the handle assembly was reassembled and adjusted to build up the required pressure onto the transitional member. After completing the repair, the unit successfully passed a function test. Root cause - the complaint is confirmed via inspection of the unit. The unit was loose and unable to hold stably. The probable root cause is routine use and wear and lack or preventive maintenance. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.